Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2125703 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during a diagnostic peripheral procedure using a retrograde approach. No injury was reported to the patient. The balloon lost pressure during patient use. The product was removed intact from the patient. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. Other procedural details were requested but are unknown. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during a diagnostic peripheral procedure using a retrograde approach. No injury was reported to the patient. The balloon lost pressure during patient use. The product was removed intact from the patient. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. The procedure sheath and the syringe were not returned with the device. The sealant remained in the manufacturing position, exposed to blood. Per functional analysis, leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, some fluid in the balloon of the returned device was revealed, indicating that the device was prepped according to the IFU during the procedure. A product history record (phr) review of lot f2125703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.